Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved will not be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: customer reports that the set leaked blood during use. No patient injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Without the actual device a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.